Manufacturer narrative:
Evaluation of the returned packing coil lp revealed an undamaged and a functional device. During functional testing, the packing coil lp was able to detach with a demonstration handle without an issue; therefore, the reported complaint could not be confirmed. Further evaluation of the device revealed that the pet lock was undamaged and intact on the pusher assembly; therefore, the reported pet lock damage could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using packing coil lps, penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached ruby coil lps in the target vessel using the handle. The physician then advanced a packing coil lp as the last coil into the vessel and made multiple attempts to detach it using a handle; however, the packing coil lp failed to detach. It was also reported that the dark grey portion at the end of the pusher assembly had separated but the packing coil lp would not detach. Therefore, it was removed. The procedure was completed using a new packing coil lp and the same handle. There was no report of an adverse effect to the patient.